Event description:
Information received from the field notes that the device exhibited a telemetry anomaly and could not be interrogated. The patient is very thin and a magnet response was received but there was no telemetry link. The patient is in a nursing home and the physician had decided not to take action at this time.